Event description:
Info received indicates a (B) (6) female with neurogenic disorder and obstetric trauma was implanted with an acticon device sometime in the year of 2004, implant details not provided. On (B) (6) 2004 the entire device was replaced due to recurring incontinence, cuff wasn't tight enough. No further info provided.

Manufacturer narrative:
Additional catalog # 72402287. Balloon original pressure unk. Cuff and operating room damage. Pump was functional. Tubing had operating room damage. Tubing was functional. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.